Event description:
In early 2004, I had a medtronic neurostimulator with 2 wires with leads on the ends put into my back to treat pain arising from an injury to my back which a lumbar laminectomy with discectomy l5-s1 performed, in 1996, had failed to alleviate. The unit was put in at pain management by dr and is model number 7427 synergy ez. From the start the unit failed to provide the pain canceling buzz that I'd experienced with the trial, even at the highest setting. It also caused some rib pain and digestive disturbances. I went back to pain management and reported the malfunctions. I was a self pay pt and I cannot say that is the reason dr didn't remove the unit and try again as it was clearly not functioning as it should. I do have medical records from dpm confirming that the battery was being used up very quickly because of the amplitudes I needed to feel pain relief. The unit was programmed to have an intermittent pulse to save the battery and also programmed to come on a midnight. Rep at dpm told me in 2004 that if I continued using battery power at the rate I was that the battery would be used up in 6 months. Because of the intermittent pulse setting combined with the amplitude needed to feel pain relief, the unit gave me terrible headaches when I did use it so I limited use to about an hour whenever I would be doing a painful task like sitting or standing for a period of time. In early 2005, I was rear ended in my car and underwent chiropractic care and massage treatment; the facility took great care to not use anything that might damage the medtronic unit. The unit functioned as it always had after the auto accident unit approx eight months later, when in the middle of the night I was awakened by terrible shocking somewhere in the vicinity of where the leads were placed in my back. In 2009, it was confirmed by medtronic's representative that there were 4 shorts in one channel, there may be more but that justified for my surgeon that medicare would pay to take the unit out and that it must come out. Surgery to have the unit removed is scheduled for approx three months later, at the cu outpatient surgical ctr. I was appealing for 3 years for social security disability and had no insurance and became destitute after purchasing the medtronic neurostimulator which is why I could not seek immediate care in 2005. As soon as I was approved for ssd and got medicare I sought to have the neurostimulator removed because the shocks that I felt the same month, I knew were due to shorts in the wires. My brother who was an electrical engineer explained that the wires were shorted from the start which is why I had to turn the amplitude as high as it would go for any juice to get to the leads. When the casing around the wires finally was burned through by the shorts I got shocked. It was only a matter of time and usage as to when the shorts would burn through the casing and begin to release the electricity in my body next to my spinal cord in the form of severe shocking. I am filing this complaint because the "channels" to the leads have been confirmed to have shorts in them in 2009, which I assert were there from early 2004, I suffered great pain and at this time unknown injury from the shocks, I received from the unit in 2005 and because of the shorts found in the channels, it is medically necessary to have the medtronic neurostimulator and the wires, channels, leads and all other attachments that may be present removed from my back. As stated, that surgery is scheduled for 2009. I ask the FDA accept my complaint and be present at the time of my surgery the same day to receive any and all parts of the medtronic unit, wires, channels, leads to that the FDA may perform their own investigation into the cause of the shorts and determine if a recall of the wires, channels or leads may be needed to prevent injury in the death in other patients with the same medtronic equipment. Thank you for your consideration of the health and well being of all the patients who may have had the same medtronic components put in their backs. I ask on behalf of those patients that a FDA representative be present to receive the medtronic equipment same day, and that it be examined by the FDA for adulteration at manufacturing and whatever else the FDA may wish to investigate. This complaint is against medtronic neurological. Dose or amount: highest amplitude. Frequency: constantly. Route: ID. Dates of use: 2004 - 2005. Diagnosis or reason for use: chronic low back pain 2nd to failed back syndrome. Event abated after use stopped or dose reduced: yes.